Event description:
Medical records received. On (B)(6) 2020, the patient underwent a right knee revision with tibial insert exchange, irrigation and debridement, and placement of antibiotic pellet to address infection. The patient was experiencing pain, swelling, warmth, and instability. The surgeon noted synovitis within the operative note. The tibial tray, patellar component, and femoral component were retained. There were no indicated intra-operative complications.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: b5, h6 health effect - clinical code. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Clinical notification received for revision of right total knee to address infection -- hematogenous seeding, (B)(6), being treated with doxycycline. Date of implantation: (B)(6) 2014, date of revision: (B)(6) 2020, (right knee). Treatment: I&d with revision of tibial insert.